Event description:
The customer reported that the image will not focus, the steering tiller shaft came loose, and there was a defective ii power supply. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found the key to steering tiller shaft dislodged and bent. He ordered new keys and steering shaft. He repaired the steering assembly, replaced the ii power supply and adjusted the focus. The system is operating as intended.